Manufacturer narrative:
Concomitant medical products: 459888, lead, implanted: (B)(6) 2017. Dtba1q1, crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unresponsive and in respiratory distress. Possible atrial lead over and under-sensing was observed on presenting electrogram and stored electrograms. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.